Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided the DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling and there was a crack in the fluid delivery line (fdl). A review of the data files showed an obvious failed mixing pump, however the device did not deliver an alert 113 (reduced water temperature control). Per sample evaluation results received on 07may2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress . Power switch was tripping. Tank seals lifted from tank. Drain valves inlet broke off inside the chiller molded tube during service.